Event description:
It was reported that the patient developed deep vein thrombosis accompanied by pain and lower leg swelling approximately one (1) week following left knee arthroplasty. The patient stayed overnight at the hospital and treated with eliquis while inpatient and was prescribed xarelto when released. The patient appeared to be improving when seen two (2) weeks later. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - persona 0° keel left size d cemented tibia catalog #: 42536006701 lot #: 65635671, persona posterior stabilized articular surface left 12mm catalog #: 42512600512. Lot #: 66684075, persona cemented all poly patella 32mm catalog #: 42540000032 lot #: 66898869. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the devices remain implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records provided confirmed the reported event. The device history records were not reviewed as the event was determined to be unrelated to the implanted device. Procedure-related complications are influenced by the type of surgery, patients' pre-existing comorbidities, and perioperative management. Deep vein thrombosis (dvt) occurs when a blood clot forms in one of the deep veins of the body. This can happen if a vein becomes damaged or if the blood flow within a vein slows down or stops. Total joint patients are typically placed on medication post-operatively to prevent dvt formation. Even with the administration of preventive medication, dvts can still develop. Popliteal cyst (baker's cyst) is a common complication post knee replacement, but can also be caused by other problems such as arthritis. Popliteal cysts are formed from excessive synovial fluid produced post-operatively that causes the fluid to collect in a lump at the back of the knee. This varies in size and can cause pressure at the back of the knee, pain with bending or extending the joint, tightness and limited range of motion. Medical intervention of draining the cyst, therapy, medication, or any combination can be used to resolve the cyst. The complaint indicates that the patient developed post-operative complications and medical intervention was used for treatment. The root cause was determined to be traced to non-device related factors. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient developed deep vein thrombosis (dvt) accompanied by pain and lower leg swelling approximately one (1) week following left knee arthroplasty. The patient decided to stay overnight at the hospital and was treated with an anticoagulant while inpatient and was then released the following day. The patient appeared to be improving when seen two (2) weeks later. Initial operative notes noted no intraoperative complications and the patient was sent to recovery in stable condition. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, b6, b7, g3, g6, h2, h6, h11.